Event description:
A customer reported that in 2010 a patient experienced a reaction during their first use with a revaclear dialyzer. Reportedly, immediately after the dialysis treatment started the patient appeared cyanotic accompanied with severe hypotension and confusion. The nurse decreased the blood flow rate and placed the patient in trendelenburg. When this did not resolve the symptoms, treatment was stopped. The patient was switched to a different dialyzer.